Event description:
Technical services received a call on (B)(6) 2011. Caller was notified by customer. There was a full system extraction procedure. Patient died during extraction of one of the leads. They tore svc during extraction. Caller doesn't know why system was being extracted. Caller does know that extraction was done in operating room. They had chest cracked within minutes. There was a surgical team on site. Caller believed they knew it was going to be a complicated case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).